Event description:
As reported by an edwards lifesciences field clinical specialist, the patient expired from pulseless electrical activity (pea) the day of the tavr procedure. During the transfemoral tavr procedure, balloon aortic valvuloplasty (bav) was performed without any difficulties. A 23mm sapien xt valve was prepped and deployed with a final 50:50 aortic/ventricular (a/v) position, resulting in no paravalvular leak (pvl) and no central aortic insufficiency (cai). The final angiogram performed indicated the coronary arteries were patent. No complications were noted during the procedure. Following the procedure, the patient was extubated and transported from the room in stable condition. The patient was later found in pea. She could not be resuscitated and expired. The cause of the pea is unknown. The patient¿s native valve area measured 305mm2 by CT. No annular calcification, moderate native leaflet calcification and no aortic root calcification were reported.

Manufacturer narrative:
Per the instructions for use (IFU), arrhythmias are known potential adverse events associated with balloon valvuloplasty, the use of local and/or general anesthesia, aortic valve replacement and the overall tavr procedure. Pulseless electrical activity (pea) occurs when a major cardiovascular, respiratory, or metabolic event results in the inability of cardiac muscle to generate sufficient force in response to electrical depolarization. Pea is always caused by a profound cardiovascular insult. Examples include severe prolonged hypoxia or acidosis, extreme hypovolemia, flow-restricting pulmonary embolus, cardiac tamponade, thrombosis (coronary or pulmonary). Pea events may be related to the edwards device if it is associated to cardiac tamponade, annular rupture, or other edwards device related bleed. In this case, the cause of the pea cannot be confirmed. From the information provided, there is no allegation or indication that the tavr procedure or an edwards device caused or contributed to a cardiovascular injury, leading to pea. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.